Event description:
The patient was enrolled in the heal laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that thrombosis occurred. On (B)(6) 2023 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx pro device. The patient was discharged the following day on aspirin and clopidogrel medications. On (B)(6) 2024, 153 days post index procedure, the patient presented for protocol 6 month follow up visit for an elective ablation procedure. Transesophageal echocardiography (tee) revealed a large thrombus on the surface of the watchman flx pro closure device. At the time of reporting the patient was still on a medication regimen of aspirin and clopidogrel. The patient was admitted to the hospital and was started on continuous intravenous heparin infusion. The next day ((B)(6) 2024) IV infusion of heparin was stopped. On (B)(6) 2024 the medication regime of aspirin and clopidogrel was discontinued and the patient was placed on levonox injections and warfarin 2.5 mg dosage daily and discharged home. There were no further patient complications reported. It was further reported from the study site that it was determined that pericardial fat was seen on the pre-ablation tee, which was originally mistaken for device related thrombus.

Event description:
The patient was enrolled in the heal laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that thrombosis occurred. On (B)(6) 2023 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx pro device. The patient was discharged the following day on aspirin and clopidogrel medications. On (B)(6) 2024, 153 days post index procedure, the patient presented for protocol 6 month follow up visit for an elective ablation procedure. Transesophageal echocardiography (tee) revealed a large thrombus on the surface of the watchman flx pro closure device. At the time of reporting the patient was still on a medication regimen of aspirin and clopidogrel. The patient was admitted to the hospital and was started on continuous intravenous heparin infusion. The next day ((B)(6) 2024) IV infusion of heparin was stopped. On (B)(6) 2024 the medication regime of aspirin and clopidogrel was discontinued and the patient was placed on levonox injections and warfarin 2.5 mg dosage daily and discharged home. There were no further patient complications reported.